Event description:
It was documented via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient endured non-sustained ventricular tachycardia with a probable relationship to the implanted impella 5.5 device. Beta blockers were increased in response to the condition. It was additionally reported that the patient experienced recurring ventricular contractions with a possible relationship to the impella device during support. Support continued with the implanted pump despite the conditions. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause was not determined.

Manufacturer narrative:
G.2 added an additional report source selection as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25370.